Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, instrument log review, labeling review, and specificity testing. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Log review did not identify any issues that contributed to the customer issue. Labeling was reviewed and found to be adequate. The product was not available for return and no patient samples were returned. Clinical specificity testing of negative control replicates and negative panels was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found. This report is being filed on an international product, list number 2g23 that has a similar product distributed in the us, list number 4p54.

Event description:
The customer observed (B)(6) elevated (B)(6) results while using the architect hbsag reagents. The following data was provided. (B)(6). No impact to patient or donor management was reported.